Event description:
Routine post-op x-ray revealed tiny foreign object inside knee (pt had had a total knee replacement). A small incision was made and the tiny piece was removed. Retained piece was identified as the tip of the tooth of the sawblade used during the procedure. Pt had no ill effects.